Event description:
Quarter of tampon still inside - vagina [foreign body in reproductive tract]. Quarter of tampon ripped off [device breakage]. Case description: consumer reported via e-mail that about a quarter of the tampon ripped off. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on february 10, 2022. An investigation is in progress for returned product received on february 14, 2022.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Quarter of tampon still inside - vagina [foreign body in reproductive tract]. Quarter of tampon ripped off [device breakage]. Case description: consumer reported via e-mail that about a quarter of the tampon ripped off. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Quarter of tampon still inside - vagina [foreign body in reproductive tract]. Quarter of tampon ripped off [device breakage]. Case description: consumer reported via e-mail that about a quarter of the tampon ripped off. No serious injury reported.